Event description:
This incident was reported directly to insulet and through an mhra user report 2026/006/015/501/012. It was reported that the omnipod 5 controller delivered an uncommanded bolus at 4:14 am. The patient discovered a bolus of 9 units was administered without any user interaction after receiving a low insulin alert from the pod. The patient was in a queue at an airport in budapest at the time of event. The bolus was recorded as calculated with carbs manual, despite the patient not entering a pin or initiating a bolus. As treatment, the patient consumed small amount of carbohydrates over 1.5 hours to prevent severe hypoglycemia. The patient's blood glucose level was reported to range between 6.1 mmo/l to 7.2 mmo/l (110 - 130 mg/dl). No medical assistance was required. A replacement controller was arranged to be delivered to the patient. The patient is from the united kingdom and was travelling in budapest, hungary at the time of the incident.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.